Manufacturer narrative:
Seven used samples and one unopened sample was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was stated leakage of chemical solution from the adhesive joint between the cassette connector and the tube on the extension tube connection side. This occurred during priming and there was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.